Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: during investigation, a visual inspection of the pump revealed two cracks in the battery compartment. During investigation of the returned pump, a cs69 alarm occurred at power up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms. Unrelated to the complaint, investigation revealed that the display was dim, faded, and discolored.